Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019.

Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history the abnormal pump operation appeared to be consistent with driveline wire compromise. The submitted log file contained data from 08nov2019 through 14nov2019. The file captured normal pump operation until on (B)(6) 2019 at 7:15:56 pm. At this time, a low speed event was captured which resulted in a pump stop while the patient was connected to the power module. The abnormal pump operation was associated with low speed advisory/hazard, low flow hazard, low speed operation and motor stopped alarms. Following the pump stop, the pump was able to regain and maintain the fixed speed for the remainder of the file. Despite the observed alarms, no other atypical events were captured and the pump appeared to function as intended. The account reported that the patient had low speed and pump off alarms while connected with an ungrounded patient cable. Although a specific cause for the events was not identified, a phase-to-phase short was suspected. The pump was off for 1 second and the patient was not symptomatic during the event. The patient had been on an ungrounded cable since on (B)(6) 2017 so the patient was admitted to the hospital for a work up on (B)(6) 2019 and ultimately received an hmii to hmii pump exchange on (B)(6) 2019. The account also reported that heartmate ii lvas, would not be returned for evaluation. The heartmate ii lvas IFU (document: 106020, rev. H) and the heartmate ii lvas patient handbook (document: 106022, rev. G) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's previous short-to-shield incident was captured under MFR#2916596-2017-01051.

Event description:
It was reported that the patient had low speed and pump off alarms while connected to an unshielded patient cable. Log file analysis showed a pump stop while attached to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. The cause has not yet been identified. A phase-to-phase short is suspected since patient was on ungrounded patient cable at the time of event. Pump was off for 1 second and patient was not symptomatic (per patient report) during event. Patient is admitted to hospital being worked up to see if she is a candidate for vad exchange.